Manufacturer narrative:
The 20mm sapien 3 ultra resilia valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of valve degeneration was confirmed based on the provided medical record. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 2 years and 11 months post-tavr procedure using a 23mm sapien 3 ultra valve, the patient now presents with stenosis and central regurgitation. The patient underwent a valve-in-valve procedure using a 20mm sapien 3 ultra resilia valve". Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. In this case, the patient had a history of type 2 diabetes. Diabetes is a well-known risk factor for leaflet calcification leading to valve stenosis/degeneration as reported. Available information suggests that patient factors (diabetes mellitus) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Approximately 2 years and 11 months post-transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 ultra valve, the patient now presents with stenosis and central regurgitation. The patient underwent a valve-in-valve procedure using a 20mm sapien 3 ultra resilia valve. Per medical record review, the patient underwent planned implantation of coronary stents to the left main coronary artery (lmca) and right coronary artery (rca) followed by implant (viv) with a 20mm sapien 3 ultra resilia valve in the aortic position via right tranfemoral (tf) approach. No procedural complications. The one-day post-op transthoracic echocardiogram (tte) indicated that the left ventricle ejection fraction was 60%. The bioprosthetic aortic valve in valve with no paravalvular insufficiency, and no central aortic insufficiency with an aortic valve (av) peak/mean gradient 34/17mmhg and aortic valve area (ava) of 1.3cm2. Additional medical records received that indicates in the 2 year and 10 month cardiology notes, that the patient with increasing shortness of breath with heart failure (hf) symptoms. Worsening gradient and regurgitation across the prosthetic valve and thickened leaflets. Recent hospitalization for heart failure (hf). The valve is degenerated. The plan is for a possible valve in valve tavr, high risk due to possible coronary occlusion.